Event description:
Contrary to the instructions for use, physicain performed a double ablation and subsequently experienced difficulty removing the disposable. Physician chose to perform a hysterectomy. Pt recovered normally.